Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: product ID: heartware ventricular assist system -controller, device available for evaluation: no, labeled for single use: no, (B)(4). Additional information has been requested regarding the controller serial number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced severe bleeding from the driveline site after the "controller bag" fell off the bed while the patient was sleeping. The original driveline dressing was completely saturated in blood, and the second dressing applied also became saturated quickly. The patient did not go to the emergency department as the bleeding eventually resolved with pressure. The patient was given antibiotics and instructed to continue daily dressing changes. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: unk-controller h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 h6: patient img code(s) : g04035 product event summary: the ventricular assist device (vad) hw34577 and one (1) controller with an unknown serial number were not returned for evaluation. Controller log files were not available for analysis. The reported controller drop event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient experienced severe bleeding from the driveline site after the "controller bag" fell off the bed while the patient was sleeping. The original driveline dressing was completely saturated in blood, and the second dressing applied also became saturated quickly. The patient did not go to the emergency department as the bleeding eventually resolved with pressure. The patient was given antibiotics and instructed to continue daily dressing changes. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported controller drop event can be attributed to the handling of the device. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible factors that may have led to this event include, but are not limited to, the reported physical trauma associated with reported controller drop, the patient¿s pre-existing history and related comorbidities, the pro gression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and/or the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.